Event description:
It was reported that this right atrial (ra) lead exhibited an increased pacing impedance of greater than 3000 ohms. The lead remains in service. No adverse patient effects were report. "Pacesetter ". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).